Event description:
The physician used a wilson-cook tri-tome triple lumen sphincterotome for an ercp procedure. The initial information indicated the cutting wire separated at the distal end. During our evaluation of the returned sphincterotome it was noted a portion of the cutting wire was missing. An injury to the pt was not reported.

Manufacturer narrative:
Nine sealed devices from the same lot of the actual device involved in the occurrence were returned for evaluation on october 17, 2005. We were unable to confirm any discrepancies or anomalies with these nine sealed products. All nine devices were subjected to destructive testing and met the appropriate criteria.